Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests. No excessive no delivery alarms noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. As a result, the customer's blood glucose was running high. Her blood glucose was 321 mg/dl. The patient had not tried different cannula lengths. The tubing was not bent or kinked. The customer stated she had tried all remedies. She was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.